Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is being filed under a separate medwatch report number.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices via 5f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture present when the plunger was removed with both devices. The sheath was upsized to a 17f and the evar procedure was completed. A hematoma developed in the groin and was treated with manual arterial compression. Hemostasis was achieved with reversal medication and manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect of hematoma is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.